Event description:
This event has been brought to our attention by an academic conference (cct 2006). This particular event involved a cypher sirolimus drug eluting stent associated with stent fracture six to eight months after implantation. The treatment, if any, for this event was not reported.

Manufacturer narrative:
Please note that this japan cypher sirolimus-eluting stent is not sold or distributed united states, however, it is similar to a united states cypher sirolimus-eluting stent.